Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hospital visit for an unrelated fall, a rise in capture threshold was observed on the right ventricular lead. No patient symptoms were reported. Device reprogramming was performed.